Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that onetouch ultra test strip packaging is missing test strips. This complaint is classified according to the documentation of the customer care advocate. The patient notice the test strips were missing on (B)(6) 2014 at 2 pm. Due to the reported issue, the patient claimed he develop symptom of ¿sweaty and feeling lightheaded.¿ the closure seal on the packaging was intact prior to opening. The missing test strips issue was not resolved with training. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia while he managed his diabetes with lfs test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.